Manufacturer narrative:
T:slim user guide indicates that pump is to be used with individuals 12 years of age and greater. Patient is (B)(6) years old. No product returning for eval. Should new info become available, a supplemental form will be submitted.

Event description:
It was reported that the customer experienced high blood glucose levels and dka. Customer reported that there was some bleeding on the site. Customer used manual injection as treatment.